Event description:
It was reported that this right atrial (ra) lead exhibited signs of a lead fracture, resulting in out of range (oor) impedance measurements exceeding 2500 ohms and a high pacing threshold. Six months prior, impedance was suspected to be oor, measuring over 3000 ohms and intermittently dropping to the 500s, but remained mostly oor. This ra lead was surgically abandoned. No additional adverse patient effects were reported.